Event description:
Related manufacturer reference number: 2017865-2022-13569. It was reported that the patient presented in clinic for a follow up. Device interrogation revealed noise oversensing on the atrial (ra) lead. During the lead extraction loss of capture on the right ventricle (rv) lead. The physician elected to explant and replace both the ra and rv lead. The patient was in stable condition.